Event description:
Litigation alleged the patient was injured by excessive levels of chromium and cobalt resulting from the implanted asr hip.

Event description:
Litigation alleged the patient was injured by excessive levels of chromium and cobalt resulting from the implanted asr hip. Update litigation alleged the patient suffered pain, weakness, difficulty with mobility, and increased metallic ions in her bloodstream as a result of the implanted asr hip.

Event description:
Litigation alleged the patient was injured by excessive levels of chromium and cobalt resulting from the implanted asr hip. Update (B)(4) 2013 litigation alleged the patient suffered pain, weakness, difficulty with mobility, and increased metallic ions in her bloodstream as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.